Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and passed. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 describe event or problem - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H6 codes type of investigation - correction. H10: corrected data.

Event description:
The reported glucose values fall within the d zone of the parkes error grid.